Event description:
Per the end user, had infection under wafer. Shortly after the area cleared, the infection redeveloped under the wafer extended to the tape collar. The wafer will only adhere for approximately an hour. End user reports skin is denuded, red and weeping. Uses water to cleanse skin. No further information is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.